Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had experienced prime rewind anomaly. The customer¿s blood glucose level was unknown. The customer states the pump stopped working. The customer also states, insulin was "squirting out" during the manual prime process and are unable to exit the preparing to prime lap. Troubleshooting was performed for prime rewind anomaly, however, unable to continue as call disconnected and unable to reconnect. The insulin pump will not be returned for analysis.